Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. The patient passed out on (B)(6) 2024 because she experienced hypoglycemia. The patient was taken to the hospital and stated they were treated with insulin (although this would not be the appropriate treatment for hypoglycemia, this was what was reported). The patient was discharged (B)(6) 2024 at 6:30am. At an unspecified time of the event the cgm reading was 59 mg/dl and the bg reading was 41 mg/dl. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.